Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name# triathlon p/a cr beaded #7l; cat# 5517f701; lot# unknown. Device name# tritanium bplate triathlon s7; cat# 5536b700; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the first-stage revision in 2025. As reported via medwatch mw5165526, mw5165527, mw5165528: total knee replacement in 2024. 2024 after I had the tkr I had to have a revision due to a staph infection in the knee. I was put on a PICC line for 6 weeks with multiple problems from the antibiotics as well and hospitalized 2 times after that. Provoked by antibiotics for the infection I got an embolism and had kidney problem, needed a transfusion. The infection was in knee only and not in my blood. The revision on 2024 replacing the liner and wash out did not work. Almost 3 months 2025 after the revision the infection came back and had to have another surgery. They took out the entire knee and put in a spacer. I am on a PICC (peripherally inserted central catheter) line again for 6 weeks. I will need a future surgery after I am healed for a permanent knee replacement. I am convinced there is something wrong with this device. Due to all of this I have been put off work which I am self-employed and will continue to be out of work until I get the permanent knee. I have many hospital reports and lab reports proving all of this. I am wondering is there anything wrong with the packaging or knee device itself as the infection was not in my body, infectious disease says you can treat the infection in the body but not on the device. The device has now been completely removed, and I am healing waiting for the next knee replacement. I have had multiple tests and labs being hospitalized 4 times from this I am not sure what results you would be looking for me to enter but I can submit all hospital documentation.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown insert was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the records indicate the patient underwent an uncomplicated tka that subsequently became infected. He subsequently underwent multiple surgical and medical interventions including I and d with liner exchange and ultimately an explantation with implantation of a prostalac arthroplasty. He has had several courses of IV antibiotics. Periprosthetic joint infection of a primary tka is conformed. The root cause of this periprosthetic joint infection cannot be determined from the documentation provided." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. A review of the provided medical records by a clinical consultant indicated: "the records indicate the patient underwent an uncomplicated tka that subsequently became infected. He subsequently underwent multiple surgical and medical interventions including I and d with liner exchange and ultimately an explantation with implantation of a prostalac arthroplasty. He has had several courses of IV antibiotics. Periprosthetic joint infection of a primary tka is conformed. The root cause of this periprosthetic joint infection cannot be determined from the documentation provided." All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.